Event description:
It was reported that the wake button is unresponsive. There was no reported impact to the customer's blood glucose level. Reported the customer continued using the pump and also had manual injections available.